Event description:
It was reported to tyco/kendall healthcare in 2005 that a customer had a problem with the dual lumen PICC catheter. The customer alleges "the PICC was inserted without any complications, no dressing change was done for the life of the PICC (4 days). On the last day a leak was noticed below the stabilizing wing and also a kink in the catheter was noticed where the leak developed."